Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by leveraging/prying the device during implantation procedure. (B)(4).

Event description:
It was reported that the first peek implant of the speedcinch with curved needle was deployed. The device broke during the movement to deploy the second peek implant. Follow-up investigation: during a meniscal repair two speed cinches, ar-4502 were attempted. First speed cinch: the first peek implant deployed fine. When the speed cinch was moved the short distance to deploy the second peek implant the tip of the device was bending and the device could not reach the spot needed so the device was removed, sutures were cut and the first peek implant from this speed cinch were left behind the meniscus. Second speed cinch: the first peek implant deployed fine. When moving over to deploy the second peek implant the black inner channel section broke off so the second peek implant could not be deployed. The sutures were cut and the first peek implant from this speed cinch was left behind the meniscus. Surgeon used an ar-4500 to complete the procedure.